Event description:
It was reported that the patient's device was reporting intermittently high right ventricular (rv) pacing lead impedances. Many non invasive diagnostic testing was performed which discovered a possible header connector issue with the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced after noting discoloration and fluid in the rv pace, sense connector port. The rv lead was extensively tested which reported normal in range values. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data was collected from the device and analyzed. Analysis of this data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv pacing lead was variable. The data showed that the pacing impedance varies (B)(6) 2013 between 472 and 712 ohms, and again (B)(6) 2104 from 464 - 1280 ohms. Additionally, it was noted that the rv pace impedance rises out of range (greater than 1200 ohms) on (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. (B)(4).